Manufacturer narrative:
During preventative maintenance at the zoll germany service depot, the autopulse platform (sn (B)(6)) automatically switched off after being powered on. The root cause was attributed to the defective power distribution board, likely due to the age of the platform. The device's life expectancy is 5 years. The autopulse platform was manufactured in january 2014 and is over 12 years old. The power distribution board needs to be replaced to address the problem. During the visual-functional inspection, the lcd occasionally failed to function, flickering briefly upon powering up the platform before going dark. The root cause was the defective processor board, likely due to the age of the platform. The processor board needs to be replaced to remedy the issue. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number (B)(6).

Event description:
During preventative maintenance at the zoll service depot, the autopulse platform (sn (B)(6)) automatically switched off after being switched on. Additionally, the backlight for the lcd screen occasionally failed to function, as it would flicker briefly when the platform was switched on and then go dark afterwards. No patient involvement.